Manufacturer narrative:
Corrected fields : device available for evaluation. It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and finished good manufacturing records could not be reviewed. A review of component quality records from the supplier found the component met all manufacturing and quality testing/inspection specifications prior to distribution. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a microsensor gave inconsistent readings a few hours after implantation. The device was changed. There were no reports of delay or patient harm.